Manufacturer narrative:
Date rec¿d by MFR : 24jun2019, date of report : 24jul2019. The manufacturer's field service engineer (fse) went to the customer's site; however, the unit could not be located and the original reporter was not onsite. The fse notified the customer's site to contact the manufacturer when the unit is located so that an evaluation can be performed. The device was not being used for treatment when the reported event occurred, and it is unknown if there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.